Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. Two days after the onset, the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with ancef (1g, once daily) and gentamicin (80mg) for peritonitis. Nineteen days after the onset, the patient recovered from peritonitis. At the time of this report, the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.